Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on serial number (B)(4) and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the unit is not heating. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the unit is not heating. The patient's condition is reported as fine.